Event description:
Spinal cord stimulator electrode dislodgement/malfunction. Lead placed at approximately t9-10 and an impulse generator malfunctioned over past two weeks 1/1 - 1/16/96. Surgery required to replace lead. Initial lead placement unknown as to time/date location.